Event description:
The pt had a procedure performed that was inclusive of two biorci ha screws and is now experiencing an inflammatory response. It has been reported that approx 200cc's of fluid is being drained from this pt's knee weekly. At the time of this report there is no add'l info available. Note: it has not been confirmed that the biorci ha screw is causing or contributing to the reported inflammatory response.